Event description:
Information received by medtronic indicated that there was difference between sensor glucose and blood glucose reading. It was also reported that insulin delivery was suspended as a result of this. No harm requiring medical intervention was reported. Troubleshooting was done and customer will discontinue use of the device.

Manufacturer narrative:
(B)(4). Following our receipt of the one returned used sensor and performed a visual inspection and checked for physical damage and none was found(under naked eye). Then performed continuity resistance test to verify (open trace),electrical interruption in the sensor circuit and sensor passed per specification. Performed bicarbonate buffer test and sensor passed per specifications see attached file for results. In summary, the customer complaint of sensor glucose vs. Blood glucose event could not be confirmed. Found sensor electrode with no physical/electrical damaged, submerged sensor under different levels of glucose and sensor passed with accurate readings. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.